Manufacturer narrative:
Hiossen performed an extensive document review of the lot# h1e13k012 - device history record, manufacturing batch record, inspection record, raw material record and returns record. All records show that the lot was manufactured within specifications. Return records show that no other fracture cases were reported. Since the device was returned, a through external examination of the implant was performed, using a microscope and mini sem. What was observed was a) top portion of the implant was "clean" (no hard tissue was present). It was observed the internal hex was damaged and the point of breakage there was a vertical fissure/crack. The patient chart was not provided and a review of the case and patient's medical history was not possible. Hiossen's conclusion based on the evaluation of the device was the fracture was due to a loss of structurally integrity. The root cause of the fracture could not be definitively determined due to the lack of information (patient chart, medical history, abutment, crown). There are several factors that can contribute to causing a fracture: bone loss (which can be attributed to poor oral hygiene or periodontal disease) which significantly reduces the fatigue life of the implant. Improper prosthetic design (over cantilever). Improper engagement of abutment and fixture. Mis-matching abutment internal connect with fixture. Using unauthorized prosthetic parts. Under or over torquing abutment screw. No re-tightening of abutment screw. [(B)(4).]

Event description:
Product complaint along with dental implant was submitted (other components were not sent). No patient chart or medical history was provided